Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip nt instructions for use states, pulling the gripper line too quickly or with excessive force may raise the grippers, resulting in device damage and/or compromise leaflet capture and insertion. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the user error of pulling the gripper line very hard likely caused the leaflet tear, resulting in the single leaflet device attachment (slda).the reported tissue damage was a result of the user error. The reported poor image resolution is related to procedural condition as difficulty was experienced visualizing the clip during the procedure due to poor imaging quality. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Visualization was difficult due to imaging quality. The clip delivery system (cds) was advanced to the mitral valve and the deployment process was initiated. During gripper line removal, the gripper line was pulled too hard and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It was observed that the anterior leaflet was torn. A second clip was implanted to stabilize the slda clip. Two clips were implanted, reducing the mr to 2+. No additional information was provided.